Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery (ica) with a max diameter of 9.35 mm and a 6.2 mm neck diameter. Landing zone: distal: 4.7 mm and proximal: 4.9 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure shower after replacement with other pipeline devices, good flow diversion effect was observed. It was reported that the distal end of the pipeline device did not deploy properly, despite hcp's effort to load, unload, resheath and numerous technique to get it to open. It was reported the pipeline failed to open in the distal section. The pipeline was positioned in a middle and distal bend. Less than 50% of the pipeline had been deployed when it failed to open. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a phenom 27 microcatheter and avigo guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The cause of the failure to open was not determined.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within an opened pipeline flex shield outer carton and inner pouch. The pushwire was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~26.2cm from proximal end. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was cut to remove the braid from catheter lumen. The catheter was flushed with water and water exited out from the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the distal as the distal and proximal ends of the pipeline flex shield braid were found fully opened and damaged. However, the root cause for damage could not be confirmed. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.